Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018 by dr. (B)(6). Device explant due to severe ongoing dysphagia occurred on (B)(6) 2018 by dr. (B)(6). Device was found in the correct position/geometry.

Manufacturer narrative:
Updated age or date of birth to include patient age and date of birth. Corrected implant date in date of event. Updated event to include implant information, symptom severity, and device positioning at explant. Corrected explant date in event. Updated relevant tests/laboratory data to include testing prior to device implant. Updated other relevant history to include patient bmi. Updated other to include device information. Updated implant date to include implant date. Corrected explant date in explant date. Updated device manufacture date to include device manufacture date. Updated to include method code 3331. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred approximately three weeks before device explant by dr. (B)(6). Device explant due to dysphagia occurred on (B)(6) 2018 by dr. (B)(6).